Manufacturer narrative:
Product event summary: kinks throughout appear to prevent balloon from fully deflating. Dried substance throughout the distal end.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter shaft was bent. The mechanical operation of the balloon catheter was analyzed, kinks throughout appear to prevent balloon from fully deflating. (B)(4).

Event description:
It was reported that during an implant procedure, the balloon catheter could not be deflated after use. The physician needed to use force and pull back both guiding catheter and balloon. In general the physician thinks this new balloon is too aggressive. The balloon was forced out of patient and another balloon was placed. No patient complications have been reported as a result of this event.